Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had a fever yesterday, (B)(6) 2016, and last night. The patient¿s hands were shaking and could not hold anything. She was shaking a little bit before yesterday but not like she was. The patient took tylenol yesterday and the fever went down. It was noted that the patient was diabetic, which was part of the patient¿s past medical history. A healthcare professional (hcp) later reported that the urine was sent for culture and the patient was treated for urinary tract infection (uti) with antibiotics. Antibiotics and tylenol was given for the fever, which was caused by the uti. The fever had been resolved. It was noted that on examination of the lead, the lead was out and the patient did not feel any stimulation from either lead. The lead was removed by the nurse. There was suprapubic abdominal pain and had moderate dysuria. She had frequency every 2 hours. The patient had weakness and confusion. In the doctor¿s office today the patient was alert and oriented, and temperature at 98 degrees. The doctor instructed to replace the foley catheter. The urine had white blood cells and bacteria. The catheter urine was also sent for culture. The patient was giving antibiotic injections today, and would return tomorrow for another injection. The patient would start oral antibiotics when the final urine culture would be ready or sooner if needed.